Event description:
While using a byte night aligners, patient reported that the edges on their aligners cutting their tongue. They have mild pain and sensitivity when they are removed in the morning. Provided education on how to file the edges with filing tool that was provided.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.